Manufacturer narrative:
Product analysis confirmed the reported event. The device exhibited a hypotube fracture 22.4 cm distally from the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is likely that the kink compromised the strength of the hypotube and subsequently contributed to the fracture. There is no indication of manufacturing defect or anomaly present on the returned unit. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis completed on 04/04/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure the shaft broke close to the hub. No patient complications were reported. However, returned product analysis revealed a hypotube fracture 22.4 cm distally from the strain relief.